Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and under sensing. Boston scientific technical services (ts) recommended chest x-ray for suspected dislodgement. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and under sensing. Boston scientific technical services (ts) recommended chest x-ray for suspected dislodgement. Additional information was received indicating that the lead also exhibited loss of capture related to the patient anatomy. This lead was explanted and replaced. The lead is not expected to return. No additional adverse patient effects were reported.